Event description:
A caller reported encountering a cgm error 42 related to the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer technical support guided the caller through a pump reset, resolving the issue, and the caller was able to successfully start their sensor session without further errors.